Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based off of similar complaints, it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions.

Event description:
The customer reported that during an angiographic procedure, the rotator leaked at 1000 psi. No harm or injury was reported.